Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured. The full lead in segments was returned and analyzed. Defib conductor and proximal conductor fractured. The defib conductor was distorted and cut. Several conductors had blood/body fluid. Inner tubing overlay melted. Outer insulation torn and breached cut. Outer tubing overlay melted and breached cut. Exposed defib coil had white substance. Helix/lobe mechanism had blood. Lead stretched.